Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the portex endotracheal tube leaked during use with a patient. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: one photos and one sample were returned for analysis and there was no discrepancy found in the photo or the sample. There was no leakage detected. The complaint was not confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.